Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion flow blocked at tubing on (B)(6) 2024. The blood glucose level was found to be 232mg/dl and the patient took correction bolus no further information available.

Manufacturer narrative:
Initial and final MDR 1970071 - device 2 of 3.

Manufacturer narrative:
Supplemental report 01 - (B)(4). Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation.

Event description:
To date, additional patient or event details were received which have been added in h11.